Manufacturer narrative:
Upon further investigation, there was no allegation on this case other than a request for a quote of a battery. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone# / reporter phone#: (B)(6).

Event description:
The customer requested a quote for a battery. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. .